Event description:
Explant-stenosis. A pt with unknown medical history received a cryopreserved pulmonary valve and conduit during pulmonary valve replacement (unknown etiology). At six years post-implantation, the valve was explanted due to stenosis causing leaflet dysfunction and was replaced with another cryopreserved pulmonary valve and conduit.